Event description:
It was reported that during a laparoscopic robotic nephrectomy, they were stapling a vessel and there was bleeding. The amount of bleeding is unknown. The case went from laparoscopic to open.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.